Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the battery depleting was due to normal battery usage/settings. It wa suspected the device charging from 0 to 25% was due to normal function as the battery shuts off around 17% to prevent overdischarge. Following recharging the patient¿s symptoms resolved.

Event description:
Information was received from the manufacturer¿s representative (rep) who reported the neurostimulator died and stimulation suddenly shut off. The consumer also mentioned the charging level didn¿t last as long. Impedance testing was performed with normal results.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via the manufacturer¿s representative (rep), who reported the patient chose to recharge a day later than usual (they typically charged monday and thursday evenings with the battery being at 50%), and ran high settings when the battery suddenly shut off and their symptoms returned (thought to be due to depletion). The consumer began charging immediately and it indicated it was at 0%. The consumer watched the recharger app and in less than 10 minutes it said it was at 25%. The consumer didn¿t understand how it could go from depleted to charge so quickly so ¿something was obviously wrong with the battery.¿ no diagnostics were performed, and no interventions were taken as of yet (the rep planned to discuss charging frequency with the patient). A calculation was run based on the patient¿s settings as follows: l 4.2v 240usec 60hz 699ohms r 4.2v 240usec 60hz 1780ohms 24/7 100-0% 2.3 weeks 100-25% 12.2 days. 4.5v 120usec 130hz 699ohms r 4.5v 120usec 130hz 1780ohms 24/7 100-0% 12.5 days 100-25% 9.4 days.